Event description:
A potential product issue has been reported with our artiste mv sa linear accelerator. In the abundance of caution, this issue is being reported. The customer states that the syngo patient planning software did not record irradiation. There was no injury reported. Preliminary risk analysis is complete. Initial corrective action is initiated. Final corrective action is pending.

Manufacturer narrative:
Preliminary risk assessment indicates; worst case severity: 3 (critical). Reason: critical for more than one fraction. Worst case probability: c (remote). Reason: probably will occur - 0.1-1 occurrences in 1000 (0.01%-0.1%). Initial corrective action is to initiate an investigation. No other products are concerned.